Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir leaked. Customer smelled insulin. Customer noticed that the rubber part was wet when disconnecting the reservoir. Nothing further reported.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed the leak test and reservoir passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.